Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's mother described how her daughter has been experiencing intermittencies in sound since 2008. During the last appointment at the hospital the entire external equipment was exchanged but without resolution of the situation. Testing confirmed that the device is no longer working within specifications.